Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n253979001, implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving morphine (1mg/ml at 0.5mg/day) via an implanted infusion pump. It was reported that the patient was in need of pump refill while admitted to the hospital for unrelated medical issues. It was discovered that the pump was flipped and they were unable to aspirate the reservoir. A computerized tomography (CT) scan confirmed that the pump was flipped. There were no known factors that may have led or contributed to the issue. A pump pocket revision was the initial plan, but the patient tested positive for infection so the surgeon opted to replace the system. The issue was resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.